Event description:
On october 12, 2006, the patient contacted lifescan alleging a date/time issue (flashing time) with her one touch ultra after the battery was replaced. The medical affairs specialist listened to the call between the patient and the customer care advocate (cca) to obtain/verify the following information. On october 12, 2006, the patient was unable to test on her meter and stated that she "guessed" her novolog insulin dosage, which is usually based on a sliding scale; however, she took her usual 30 units of 70/30 novolog insulin. At an unknown time later in the afternoon, she developed symptoms of shakiness and nervousness and then administered self-care with food/drink. This complaint is being reported because the patient "guessed" her insulin dosage because she was unable to test on her meter. After taking her insulin, the patient developed low blood glucose symptoms. The cca walked the patient through resetting the meter settings, which resolved the date/time issue. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.